Event description:
It was reported that the patient had experienced a sharp, stabbing pain at their battery site. The pain was present with the stimulation on or off. There was no particular pattern to the stabbing pain. The pain could happen three times a day or skip a day. The patient was seen by a manufacturer representative on (B)(6). It was not related to a particular position or activity. Sometimes the pain would be a little bit higher than the battery site but it was normally right at the battery. The battery was depleted for a few days and the pain was still present. The battery had depleted 2 weeks prior to (B)(6) because the patient did not charge their device. The patient normally used their device 24 hours a day. The impedances were test and contact 1 had impedances less than 50 ohms when tested at 0.7v. With electrode 2 being used as a reference the lowest impedance was 951 ohms and the highest impedance was 1976 ohms. The therapy impedance for program b1 was 1009ohms with 5.130 milliamps. The patient was not programmed with contact 0 or 1. Program b1 was using the lead with contacts 8 through 15 and did not use any of the contacts between 0 and 7. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient kept a journal of their battery site pain. The battery site pain was random. They also sometimes had significant pain when recharging their battery. This pain would only allow them to charge for slow periods at a time. The patient&#38112;paresthesia was appropriate to their painful area but a reprogramming was performed to incorporate their feet as well. The stabbing pain had been happening periodically but the patient now thought that the pain appeared to be related to the stimulation being on. Impedance testing was performed again and showed one electrode as >10,000 ohms but this specific electrode was not used in the device programming. The patient was still experiencing pain and discomfort around the device location. The cause of the issue had not been determined.

Manufacturer narrative:
See manufacturer¿s reports # 3004209178-2016-17112 and 3004209178-2016-17108 for the patient¿s other device issues.

Event description:
Additional information received from the manufacturer's representative reported that their device was interrogated with the clinician programmer and all impedances were within normal range except electrode pair 0-1 which was <(><<)>50 ohms. It was noted that the patient was not programmed with that contact pair.